Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: there was a handle crack during the procedure and the first firing did not look right. So they went up to a blue reload and finished the lobe resection without incident. Post operatively they saw a foreign object on the x-ray. Two days later they went back in to do a chest tube issue, and found when they expect is a part of the staple cartridge. No pt injury. As reported, the pt is 2 yrs old.